Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv pacing lead impedance has been increasing since late october. There was also an increase in threshold. Lead fracture was noted. Lead was capped and replaced successfully on (B)(6) 2016. The patient was stable after the procedure.